Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant procedure due to fracture. The physician fractured the lead while advancing the stylet through the tortuous vessel. The lead was never in service. No adverse patient effects were reported.